Manufacturer narrative:
G4: 05mar2020, b4: 09mar2020. The part was returned to the manufacturer for failure investigation (fi). It was determined that customer complaint cannot be verified. There was no fault found. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd from MFR: 21nov2019. The customer did not respond to requests for additional information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30//2019.

Event description:
The customer reported a touch screen failure. The device is pending evaluation.